Event description:
Device malfunction: none. Symptoms/ae: vasospasm. Time of symptoms: during procedure. It was reported that during a left internal carotid artery (lica) stenting procedure, after the removal of the post stent dilatation balloon, a vasospasm occurred just distal to the stent. The vasospasm was treated with intravessel nitroglycerin and resolved within 5 minutes. The pt remained awake and oriented, there are no neurological events noted during or after the spasm episode. On day post procedure, the pt was discharged to home. Although requested, there is no add'l info available. Study event.

Manufacturer narrative:
The device remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.